Event description:
It was reported that this valve was explanted after 6 years and 7 months implant duration due to aortic insuffiency and stenosis.

Manufacturer narrative:
Evaluation summary: examination of the returned valve revealed extensive intrinsic and extrinsic calcification on all leaflets. Minimal to moderate host tissue overgrowth was present on the outflow aspect of the valve that had encroached onto the orifice by 2 mm. Host tissue was noted on the cusp 2 leaflet and on commissure 3. There was also minimal host tissue overgrowth on the the inflow aspect of the valve that encroached onto the orifice by 6mm. It appeared that some host tissue was removed from the sewing ring during explant. In summary, the valve exhibited calcification, host tissue overgrowth, stenosis, wavy free margins and incomplete coaptation. Calcification and host tissue overgrowth are patient-related issues.